Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An alert of episodes of post-paced t-wave oversensing was seen. The patient was brought into the clinic for device programming in order to resolve the issue. The patient was asymptomatic and unharmed.

Event description:
New episodes of post-paced t-wave oversensing were noted. No action has been taken at this time. The device remains implanted and will continue to be monitored via merlin.net. The patient is in stable condition.